Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded from the tip of the angiographic catheter. The target lesion was located in the mildly tortuous and mildly calcified internal iliac artery(iia). Two 10mmx40cm interlock¿-35 coils were selected for use. Embolization was performed before stent graft placement by contralateral anterograde approach with a bern shaped imager ii angiographic catheter to insert a non bsc 5fr introducer sheath and cannulation was performed smoothly in the lesion. The size of the coil was gradually lowered to 18mm to 10mm cube shaped; however, resistance was encountered, thus the device was pulled out. The catheter was flushed and the coil was re-inserted; however, there was still resistance noted. Subsequently, the coil was unable to be removed from the catheter, thus, the coil was removed from the patient's body contained in the angiographic catheter. The coil inside the catheter was then pulled out using a guide wire. Cannulation was performed again and the coil was replaced with another of the same coil; however, the same issue occurred. A non bsc guide wire was pushed into the imager ii catheter and removed the coil from the tip of the catheter. Upon removal, it was noted that the coil was protruding from the catheter's tip. The procedure was completed with another of the same device with the same imager ii catheter. There were no patient complications reported.